Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured when inflated in the lesion area. The procedure was completed with another of the same device. No patient complications were reported.